Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer reports comparing her plink meter with the meter in her doctor's office and getting different results. Analysis run on clark error grid using competitive reading (268) as ref point vs bd reading (16) yielded data points in the d range of the grid, outside of acceptable limits.